Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-jun-2026, it was reported by a facility representative via phone that an ar-1288qis-90 quadlink implant system had a component of the flipcutter fracture and separate intraoperatively. The broken fragment was unable to be retrieved from the patient. This was discovered during a right knee acl reconstruction procedure and it is unknown how long of a delay was experienced and whether additional anesthesia was administered. Additional information has been requested. Additional information provided 04-jun-2026: it was further reported that there was a delay of about 20 to 30 minutes and additional anesthesia was administered.